Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump was suspending insulin during bolus requests. There was no reported impact to the customer¿s blood glucose. A review of the pump logs revealed that intermittent occlusion alarms occurred which did suspend insulin. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.